Event description:
My mom went into hospital for hernia repair with atrium c-qur mesh. Two weeks later, she started severely vomiting. We took her to ER midnight in 2009, where she was admitted with an abscess on her abdominal wall where the hernia repair took place. She had surgery within 24 hours and a jp valve was put in place to drain the abscess. Two days later, we were told that the culture done was an infection. She was then changed from tigecycline to vancomycin to cubicin. Today is 2010 and she is now on cubicin antibiotics. White count down to 13,000 but she is receiving a blood transfusion today due red count low. Doctors says, last resort is the mesh infected. Dates of use: 2009.